Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, resistance was felt during introduction of the starclose se device into the anatomy. Possible cause is "hard tissue" on top of the vessel, but no plaque was noted at the access site. After deployment of the clip, there was difficulty encountered removing the device. An attempt to remove the device utilizing all the safety release features was unsuccessful. After manipulation of the device, twisting and pulling, the starclose se system was removed from the anatomy. Hemostasis was achieved using a pressure bandage. There was a reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Three unused, sterile representative samples with the same part and lot numbers were returned. Functional testing could not replicate the reported difficulty to insert and difficulty to remove. Based on visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.